Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was not recoding the correct blood glucose count. The customer stated that they had a connection issue between the insulin pump and their meter even though the two devices were only a foot away from each other. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer was assisted with a self test but the test was interrupted by a low battery alert from the device. The customer was transferred to the bayer company for assistance with their meter.